Event description:
The customer stated that he had been receiving low control test results. While troubleshooting, he performed control tests and received 2 results of 60 mg/dl. The normal control range was 104-143 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.